Event description:
It was reported that during a navio tka procedure, the system indicated that the trackers had moved when verifying the checkpoints, after the implant planning stage. The arrays were inspected and found to be stable, therefore, the landmarks were reset, and the case restarted. The system generated a warning when reaching the implant planning stage saying that the landmarks had changed since the plan was last reviewed. This was acknowledged, and the new plan adjusted. When proceeding to the bone preparation screen, no error messages were found, and the checkpoint verification was successful, however, the bone model was displaced by approximately 5 mm posteriorly. It was noted after anterior resection performed, that an excessive anterior notch was present, not planned for. It has been noted that a significant number of points were taken during the hip centre collection on both occasions (before and after re-starting the case). The femur was downsized from size 8 to 7 with a delay of less than 30 minutes. No other complications have been reported.

Manufacturer narrative:
The navio surgical system au, pn: npfs02070, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The case screenshots were reviewed with clinical account representatives. A femur checkpoint verification error of 92.3 mm was confirmed. Considering the error distance, it is possible that the user had mistakenly taken the checkpoint on the tibia if they were moving through the workflow quickly. The hip center collection does show an excessive amount of collection points. Both collections show points very close to the inner circle. It appears that multiple hip rotations were needed to get enough data points in the outer segments. Refer to the user¿s manual when collecting hip center. Minimize hip movement and pivot the femur in a slow, smooth motion. Ensure the hip does not move significantly during rotation. The initial implant planning screen does not show any notching of the femoral implant. When adjusting the implant location in the following implant planning screens, the notch indicator was present and technically planned for when moving into the cut screens. It could not be confirmed through screenshots that the bone model was displaced posteriorly by 5 mm. The case was put in casevisualizer, where it shows the checkpoints on the bone, making tracker movement an unlikely contributing factor. There were no checkpoint verification errors. The complaint description says the femur was downsized from an 8 to a 7, but the user had planned for a size 8. Using the cut guide for a size 7 instead of an 8 will take an additional 3-4 mm of bone off. This is the most likely cause of the posterior displacement of the femoral implant. The submitted x-rays evaluated by the clinical/medical team determined the femoral component was significantly notched. For a tka procedure, the navio selects the smallest size which does not notch anteriorly when the component is initially fit to the posterior bone as the initial size. Refer to the surgical technique guide for the use of the plane visualization tool. Use this tool to ensure that the cut guide is placed in its intended position by passing the plane tool through the cut slot. This can be used to compare the plane of cut, with the plan created for bone removal. This helps ensure that the rotation of the component and depth of the cuts are consistent with the plan. This tool also can be used after bone removal to visualize the actual cut prepared. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. The clinical/medical evaluation stated the following: ¿this complaint from australia reports that the navio system trackers verifying checkpoints malfunctioned. The bone model was displaced by approximately 5 mm posteriorly. An excessive anterior notch was present. The femur was downsized from size 8 to 7 with a delay of less than 30 minutes. The procedure was completed. X-rays have been provided for review. No other complications have been reported. The impact to the patient cannot be determined with the limited information. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. In conclusion, the root cause of the track and verification error cannot be concluded with the medical investigation. It does appear from the x-rays that the femoral component was implanted and significantly notched the femur which has been shown to lead to supracondylar fractures but as of time of the report the patient was reported as ¿patient doing fine¿.¿ this situation was captured in the navio risk assessment released at the time of the complaint. The navio surgical system is a surgical tool designed to assist the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon retains all responsibility for the planning and the conduct of the surgery during which the navio surgical system is being used. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.